Event description:
Customer reported receiving a battery out limit after changing the insulin pump's battery. Customer then reported having a problem with the keypad which would not allow him to clear the battery out limit. Blood glucose level was 225 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the easy bolus button due to flattened dome switch. No unexpected battery out of limit alarms noted. The insulin pump passed displacement test, operating currents measurement and off no power test. The insulin pump has minor scratches on lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.